Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received a no delivery alarm on the insulin pump. Customer has had high blood glucose levels derived from the no delivery alarms. Customer received an alarm during basal delivery. Troubleshooting was performed and customer stated that the insulin did exit and the pump alarmed no delivery. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. No further assistance needed.